Event description:
It was reported that, "the arthroplasty was revised due to patellar maltracking. The tibial insert and paterllar component were revised. The components were implanted in situ for 0.3.y" reported devices were implanted in 2006 and explanted in 2007.

Manufacturer narrative:
An evaluation of the reported device cannot be performed as the device was not returned to the manufacturer. No further information is available at this time, although it has been requested. If additional information becomes available, it will be submitted in a supplemental report.